Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device size was chosen via intracardiac echo (ice) and angiogram. The patient had a shallow laa in regard to depth. The was and wds were delivered deep into the laa. The flx ball appeared to open at the end of the appendage. Zero compression was noted when the device was deployed. The implanter took a contrast shot and confirmed an effusion. The case was aborted but the implanter decided to release the device where it was, to get everything out of the left atrium. A pericardiocentesis was performed. The patient was then taken to surgery for device explant and the laa was clipped. The patient is expected to make a full recovery.